Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic inspection of the tip did not reveal any irregularities or damage. Microscopic and tactile inspection of the catheter shaft did not reveal any irregularities or damage. Microscopic inspection revealed a full separation from the collar, with additional damage to the collar. Microscopic inspection revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 145, 5-in-6 guidezilla guide extension catheter was used to help treat the lesion. During percutaneous coronary intervention (pci) procedure, a drug-coated balloon (dcb) was initially introduced. However, upon withdrawal, it was noted that the collar of the guidezilla guide extension catheter was detached. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 145, 5-in-6 guidezilla guide extension catheter was used to help treat the lesion. During percutaneous coronary intervention (pci) procedure, a drug-coated balloon (dcb) was initially introduced. However, upon withdrawal, it was noted that the collar of the guidezilla guide extension catheter was detached. The procedure was completed with this device. No patient complications were reported and the patient's status is good.